Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
The primary surgical notes stated that the tha was for left hip degenerative joint disease. The tha was noted to be stable and no complications were noted. Progress notes, dated (B)(6) 2013, state that the pt has some discomfort in the left groin. The pt was noted to walk with a slight limp. This was thought to have been from a possible leg length inequality, some might be antalogic. The surgeon felt that the groin pain may have been from activity related, probably iliopsoas tendinitis. Cause cannot be definitively determined. Evaluation codes: it is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.